Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure") and genital haemorrhage ("abnormal, heavy bleeding") in a patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient started essure. On an unknown date, the patient experienced device dislocation (serious criteria medically significant and clinically significant/intervention required), dysmenorrhoea ("severe, abnormal menstruation pain"), genital haemorrhage (serious criterion medically significant), menorrhagia ("prolonged, abnormal menses"), pelvic pain ("severe, lower abdominal pelvic pain"), abdominal pain ("severe abdominal cramping"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), migraine ("migraines"), rash ("rashes"), pruritus ("itches"), vaginal discharge ("vaginal discharge and odor"), fatigue ("fatigue"), headache ("headaches "), pain in extremity ("pain traveling down legs and hands"), joint swelling ("swelling of the right knee, ankle and foot;") and abdominal distension ("bloating"). The patient was treated with surgery (bilateral salpingectomy). Essure was withdrawn. At the time of the report, the device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, abdominal pain, back pain, dyspareunia, migraine, rash, pruritus, vaginal discharge, fatigue, headache, pain in extremity, joint swelling and abdominal distension outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, abdominal pain, back pain, dyspareunia, migraine, rash, pruritus, vaginal discharge, fatigue, headache, pain in extremity, joint swelling and abdominal distension to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2011: hysterosalpingogram result was full occlusion of both fallopian tubes. On an unknown date: ultrasound scan vagina result was suggested migration of essure. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced migration of essure and abnormal, heavy bleeding (seen as genital haemorrhage), amongst non-serious events. Plaintiff underwent a bilateral salpingectomy. Device dislocation and genital haemorrhage are anticipated in the reference safety information for essure. During the essure therapy, a device dislocation may occur. Considering the information provided and the nature of reported event, a causal relationship with essure cannot be excluded. Also abnormal genital bleeding and menses pattern changes may occur. Given the temporal relationship and the lack of alternative explanation, genital haemorrhage was considered related to essure. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure") and genital haemorrhage ("abnormal, healy bleeding") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included prediabetes and heart murmur. On (B)(4)2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe, abnormal menstruation pain/dysmenorrhea(cramping)"), menorrhagia ("prolonged, abnormal menses/abnormal bleeding (menorrhagia)"), back pain ("severe back pain/ back pain"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), migraine ("migraines"), dermatitis allergic ("rashes/allergic or hypersensitivity reaction type: rashes or itching"), pruritus allergic ("itches/allergic or hypersensitivity reaction type: rashes or itching"), vaginal discharge ("vaginal discharge and odor/vaginal discharge"), fatigue ("fatigue"), headache ("headaches/ head pain"), pain ("pain traveling down legs and hands"), joint swelling ("swelling of the right knee, ankle and foot;"), abdominal distension ("bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract disorder ("bladder or urinary problems or changes"), blood disorder ("blood or heart disorder/condition"), cardiac disorder ("blood or heart disorder/condition"), nausea ("nausea"), weight fluctuation ("weight gain/loss"), pain in extremity ("hands pain"), arthralgia ("hip pain") and uterine pain ("uterine pain"). The patient was treated with hydrocortisone (hydrocortison [hydrocortisone]), ibuprofen, paracetamol (tylenol) and surgery (bilateral salpingectomy, total hysterectomy). Essure was removed on (B)(4)2016. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, dermatitis allergic, pruritus allergic, vaginal discharge, fatigue, headache, pain, joint swelling, abdominal distension, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, urinary tract disorder, blood disorder, cardiac disorder, nausea, weight fluctuation, pain in extremity, arthralgia and uterine pain outcome was unknown. The reporter considered abdominal distension, arthralgia, back pain, blood disorder, cardiac disorder, dermatitis allergic, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, joint swelling, menorrhagia, migraine, nausea, pain, pain in extremity, pruritus allergic, urinary tract disorder, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: most of symptoms have resolved but some remain following essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47 kg/sqm. Hysterosalpingogram - on (B)(4)2011: full occlusion of both fallupian tubes ultrasound scan vagina - on an unknown date: suggested migration of essure quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(4)2018: pfs received. Abnormal bleeding (vaginal, menorrhagia), urinary tract infection; apareunia (inability to have sexual intercourse); bladder or urinaryproblems or changes, blood or heart disorder/condition, nausea, weight gain / loss, hands, legs, hip, uterine pain were added, insertion date of essure was updated, patient's date of birth was added. On (B)(4)2018: medical record received. Reporter added, patient's concomitant conditions added. On (B)(4)2018: medical record received. Reporter added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure/ migration of essure device location of device: near naval") and genital haemorrhage ("abnormal, healy bleeding") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included prediabetes and heart murmur. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 2 months 23 days after insertion of essure, the patient experienced dysmenorrhoea ("severe, abnormal menstruation pain/dysmenorrhea(cramping)"), menorrhagia ("prolonged, abnormal menses/abnormal bleeding (menorrhagia)"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), migraine ("migraines"), vaginal discharge ("vaginal discharge and odor/vaginal discharge"), headache ("headaches/ head pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("urinary tract infection") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2013, the patient experienced fatigue ("fatigue"). In 2013, the patient experienced nausea ("nausea"). In 2014, the patient experienced weight increased ("weight gain"). On (B)(6) 2015, the patient experienced pruritus allergic ("itches/allergic or hypersensitivity reaction type: rashes or itching"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain/ back pain"), dermatitis allergic ("rashes/allergic or hypersensitivity reaction type: rashes or itching"), pain ("pain traveling down legs and hands"), joint swelling ("swelling of the right knee, ankle and foot;/ leg & toes locking up/ body swellen"), abdominal distension ("bloating"), urinary tract disorder ("bladder or urinary problems or changes"), blood disorder ("blood or heart disorder/condition"), cardiac disorder ("blood or heart disorder/condition"), weight fluctuation ("weight gain/loss"), pain in extremity ("hands pain"), arthralgia ("hip pain"), uterine pain ("uterine pain"), muscle spasms ("muscle spasm") and abdominal pain upper ("stomach pain"). The patient was treated with hydrocortisone (hydrocortison [hydrocortisone]), ibuprofen, paracetamol (tylenol), antibiotics and surgery (bilateral salpingectomy, total hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, dysmenorrhoea, menorrhagia, back pain, dyspareunia, dermatitis allergic, pruritus allergic, headache, pain, joint swelling, abdominal distension, vaginal haemorrhage, female sexual dysfunction, urinary tract disorder, blood disorder, cardiac disorder, nausea, weight fluctuation, pain in extremity, arthralgia, uterine pain, weight increased and muscle spasms outcome was unknown, the genital haemorrhage and vaginal discharge was resolving and the migraine, fatigue, urinary tract infection and abdominal pain upper had resolved. The reporter considered abdominal distension, abdominal pain upper, arthralgia, back pain, blood disorder, cardiac disorder, dermatitis allergic, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, joint swelling, menorrhagia, migraine, muscle spasms, nausea, pain, pain in extremity, pruritus allergic, urinary tract disorder, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: most of symptoms have resolved but some remain following essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: full occlusion of both fallupian tubes. Ultrasound scan vagina - on an unknown date: suggested migration of essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 25-jul-2018: plaintiff fact sheet received. Event added: weight gain, muscle spasm, stomach pain. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 25-jan-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced migration of essure and abnormal, heavy bleeding (seen as genital haemorrhage), amongst non-serious events. Plaintiff underwent a bilateral salpingectomy. Device dislocation and genital haemorrhage are anticipated in the reference safety information for essure. During the essure therapy, a device dislocation may occur. Considering the information provided and the nature of reported event, a causal relationship with essure cannot be excluded. Also abnormal genital bleeding and menses pattern changes may occur. Given the temporal relationship and the lack of alternative explanation, genital haemorrhage was considered related to essure. This case was regarded as incident, as a surgical intervention was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.